Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 4 days after the dental implant was installed in intraoral region #4, its non-osseointegration was observed. 10ncm of primary stability was achieved and the patient presented bone type IV.